Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right posterior tibial artery (pta). A 4.5 fr 55cm non-bsc introducer sheath was advanced. After a 014 x 175 non-bsc guidewire was advanced to cross the lesion, predilation was performed with a sterling es balloon catheter. Subsequently, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilate the lesion. Upon the first inflation, the balloon ruptured at 12 atmospheres for a duration of 15 seconds. The device was completely removed and the procedure was completed with a 2.0 x 20 coyote nc mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).